Event description:
Patient had pubovaginal sling place in january 1992. Subsequently had vaginal erosion caused by pubovaginal sling. Underwent martius fat pad graft in december, 1993 in an attempt to correct vaginal erosion. Eight weeks post-op it was noted that vaginal erosion continued. Pubovaginal sling was then removed with outpatient surgery on february 4, 1994.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated adverse reaction - short term. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.